Event description:
Pt reported "device was removed last year when it became infected," on routine registration status follow up. Attempt was made to secure more info from the physician of record but that office has not seen the pt since 98.